Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath shaft and side port were kinked. The handle of the sheath also separated. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product event summary: the 12fcc20 steerable sheath of lot number 0012242031 and data files were returned and analyzed. In the fault file, the following fault messages were found on the reported event date: n-007 indicating the system has lost electrical connection to the catheter. N-184 indicating the system has detected a higher than expected pressure. In the pictures provided, it seems the tubing may be kinked. No pictures related to the shaft of the sheath were received. The lot/serial number of the sheath was not observed in the picture. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The handle and shells are tight attached and there was no gap observed between the shells. The shaft, and tip of the sheath was intact with no anomaly. No kink or twist was observed on the shaft. The steering mechanism and deflection test were performed. No anomaly was discovered. The dilator was not returned. The lab test dilator was inserted into the steerable sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the steerable sheath and was tight. Visual I nspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.09130 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01251 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported broken handle issue and shaft kink were not confirmed, the steerable sheath failed the return product inspection due to a kink was observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.